Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. Issue with the sutures. The suture itself broke in half. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the affected suture has been retained and is currently stored in the grey box at the front desk. Please could you escalate this matter as a priority. The suture in question is vicryl 1 vcp341, lot no: xpbbkzj0. There were two incidents involving this suture same patient : ¿ the needle detached from the thread. ¿ the suture itself broke in half. Both affected sutures are available for collection and can be found at the front desk in the grey box. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. -could you please confirm which component failed: the suture thread (wire-cable) or the needle? -do you have any photos available for visual analysis? Mismatch information: expected vcp341h lot xpbbkzj0 but instead we received (7) vcp341h lot# xpbbkzj0 and additional lot: (1) vcp341h lot# zabbbxj0. 1. Could you please clarify if extra device belongs to this complaint? 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.